Event description:
A dreamstation bipap st30 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. In addition, the device displayed error code e094 (err_rtc_stopped). The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
This supplemental report is being submitted to correct and include the following information: product UDI, operator of the device, device available for eval?, manufacturing site, report source, reason device not evaluated, health impact grid, evaluation results code grid, usage of device, remedial action initiated, recall (z) number, and to finalize the report. A dreamstation bipap st30 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. In addition, the device displayed error code e094 (err_rtc_stopped). The device was scrapped by the service center after the evaluation was completed.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.